Event description:
It was reported it had been hard to flush the catheter and when they flush with alteplas 2mg it goes easier to flush. Then they gave nacl thru IV and after a while the catheter began leaking. When they pulled out the catheter they saw a hole 10 from zero-mark. No harm to the patient and no contamination on hcp. The patient needed a new PICC. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of catheter is 34cm. Inserted in basilic vein. 2cm exit site markings. Statlock used. PICC used for oncology treatment: epirubicin, cyklofosfamid, docetaxel. Chloraprep used to clean catheter site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation.

Event description:
It was reported it had been hard to flush the catheter and when they flush with alteplas 2mg it goes easier to flush. Then they gave nacl thru IV and after a while the catheter began leaking. When they pulled out the catheter they saw a hole 10 from zero-mark. No harm to the patient and no contamination on hcp. The patient needed a new PICC. No other information was provided.